Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Pump error 63 alarm (variable 9) confirmed in the pump history due to software anomaly. Pump did not have any unexpected pump error 19, pump error 43 and motor related alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 288 mg/dl at the time of the incident. Troubleshooting was performed. The alarms were cleared but the customer reported they were unable to rewind the pump. The insulin pump is returning for analysis.